Manufacturer narrative:
Concomitant products: cd horizon m8 pedicl screws and rods, autogenous bone graft (implant (B)(6) 2004). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003: patient presented with low back, right hip, and buttock pain. Patient describes pain being centered in the right posterior sacroiliac region and extending to his right buttock and right hip. MRI¿s of patient¿s lumbosacral spine demonstrate, ¿disk degeneration that is rather severe at the l5-s1 level. The disk has desiccated and collapsed. There is a mild midline and right paracentral bulge at this level without significant neural impingement. MRI of the pelvis demonstrates no evidence of occult fracture or femoral head osteonecrosis.¿ impression: lumbar degenerative disk disease l5-s1. On (B)(6) 2003: patient presented after a lumbar provocative discography that demonstrated, ¿severe low back pain with injection of the l5-s1 interspace.¿ impression: l5-s1 degenerative lumbar disk disease with positive discography. On (B)(6) 2004: patient presents with a rather significant increase in the degree of chronic pain in his back. His right lower extremity pain is not quite so bad but his back pain is worse. MRI¿s reviewed show, ¿a large disk protrusion at l5-s1 that contact the right s1 nerve root and compresses it. There is significant degeneration and dehydration of the l5-s1 interspace. Impression: l5-s1 lumbar disk degeneration; right l5-s1 herniated nucleus pulposus.¿ on (B)(6) 2004: patient presented with a pre op diagnosis of lumbar degenerative disk disease, l5-s1 and right l5-s1 herniated nucleus pulposus with s1 radiculopathy. Patient underwent the following procedures: bilateral l5-s1 arthrodesis, posterolateral type; bilateral l5-s1 segmental instrumentation with cd-horizon m8 titanium pedicle screws and rods; l5-s1 posterior lumbar interbody fusion with autologous bone; l5-s1 implantation of interbody threaded titanium cage prosthesis; bilateral l5-s1 decompressive laminectomies, medial facetectomies, foraminotomies; complete right l5-s1 facetectomy for posterior lumbar interbody fusion/ interbody cage implantation; right l5-s1 diskectomy; implantation of rhbmp-2/acs bilateral l5-s1; use of autologous bone graft for fusion; intra op fluoroscopy image interpretation; and single incision 360 degree anterior/ posterior lumbosacral fusion with instrumentation. Per the op notes, ¿a huge fragment disk herniation was identified within the epidural space on the right at l5-s1. The pseudocapsule overlying the herniation was incised and the huge fragment of nucleus pulposus was retrieved.¿ no patient complications were reported. On (B)(6) 2004: patient presented three weeks post bilateral lumbar decompressive laminectomies and foraminotomies at l5-s1. Patient states he is doing fairly well, other than a moderate amount of pain and discomfort. Patient does report pre-operative symptoms have improved. No sign of infection and no tenderness. On (B)(6) 2004: patient presented with back pain for five weeks and a prior lumbar spinal surgery. Patient underwent x-ray of lumbosacral spine. Impression: posterior effusion at l5-s1; lumbar spine is normal. On (B)(6) 2004: patient presented with pain in his pelvic region. Patient states his back pain has improved, however he has right anterior thigh pain and pain in the right hip since surgery. A review of imaging studies demonstrate good hardware position without evidence of complicating features. Patient has also been recently diagnosed with prostatitis. On (B)(6) 2006: patient presented with abdominal pain. MRI¿s were taken which found mild intrahepatic biliary dilation with common bile duct at the upper limits of normal. Correlate with alkaline phosphatase is recommended. On (B)(6) 2006: patient presented for a gall bladder ultrasound. Impression was essentially negative gallbladder ultrasound. On (B)(6) 2006: patient presented with a history of epigastric pain and underwent a gastric antrum biopsy. Biopsy found fundic and pyloric mucosae with chronic reactive gastropathy, focal intestinal metaplasia and no active inflammation or helicobacter colonization. On (B)(6) 2007: patient presented for management of chronic pain complaints. Patient complains of thoracic spine pain, lower left. It is characterized as intermittent, moderate in intensity, sharp, and aching. Patient reports muscle spasms. Examination finds unintentional weight loss, abdominal pain, acid reflux symptoms, dysphagia and nausea, dry skin, easy bruising. Palpation found pain elicited over left trapezius and there is right thoracic paraspinal tenderness. Patient reports anxiety and depression. Assessment was pain in thoracic spine, low back pain, abdominal pain, muscle spasm, and gastro-esophageal reflux disease. On (B)(6) 2007: patient presented with same complaints as previous visit. Patient additionally complained of history of left hip pain. Examination found patient to be in mild pain. Assessment was the same other than hip pain. Patient was ordered to have lumbar spine x-rays taken. On (B)(6) 2007: patient presented for continued management of chronic pain complaints. Patient had the same symptoms and the assessment was unchanged other than hypertension. Physician recommended si injections for the low back pain. Ap of the pelvis with oblique of the left hip were also taken. Impression: pathology to correlate with the referral history of left hip pain is not appreciated. On (B)(6) 2007: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2007: patient presented with same symptoms and complaints. Examination and assessment was unchanged. Patient reports more break through pain. Physician will consider adjusting medications. On (B)(6) 2007: patient presented with same symptoms and complaints. Examination and assessment was unchanged. Patient underwent bilateral sacroiliac injections. No complications were reported and patient was ambulatory when he left office. On (B)(6) 2007: patient presented with the same symptoms and complaints. Examination and assessment was unchanged other than patient reported headaches. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2007: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2007: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2007: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2007: patient presented with worsening symptoms of his gerd and also reports worsening of his low back pain due to prolonged sitting at his new job. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2007: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2007: patient presented with the same symptoms and complaints. Patient now reports a pinching sensation in the right lower back for the past year. Examination and assessment was unchanged. Radiologic exam of the lumbosacral spine and pelvis was ordered. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented for x-rays of the lumbosacral spine. Impression: there has been interval development of facet joint arthropathy from l3-s1, inclusive. Pelvis x-rays were also taken. Impression: prior fusion at the lumbosacral joint; otherwise no fracture or bony destruction noted. On (B)(6) 2008: patient presented with the same symptoms and complaints. Patient reports difficulty sleeping due to his hip and back pain. Lumbar and pelvis x-rays were reviewed. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Patient reports injuring his back 12 days ago while removing wet sheet rock from a house. Patient reports severe spasms in the right mid back. Examination finds unintentional weight gain. Patient received trigger point injections in the right thoracic paraspinals. Assessment is: pain in thoracic spine; muscle spasm; low back pain; hip pain. Medications were refilled, follow up scheduled, and patient was advised to apply ice to the affected area over the next two days. On (B)(6) 2008: patient presented and reported trigger point injection therapy did help his lower back pain and spasm. Examination and assessment was unchanged. Patient was advised to start home back strengthening exercises and was given lidoderm patches. On (B)(6) 2008: patient presented for a trigger point injection in his mid-back. He was doing well until his foot slipped into a depression in the ground. His back is now beginning to spasm. Patient reports depression and feelings of stress. Patient received trigger point injections in the right thoracic paraspinals. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Doctor noted that patient has been taking extra doses of medication and doctor advised him against it. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Patient presented with low back pain that is becoming a chronic problem, with essentially constant pain. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Patient reported a flare in his acid reflux and threw up his medication on a couple of occasions. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Patient reported persistent nausea and vomiting. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Patient reports that he is stable on the regimen established and is more functional in the activities of daily living. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Patient reports a progression of the pain in his left leg. Over the last month, the pain has been radiating down the leg to the ankle. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints and reports his stomach has been doing better. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints and reported swallowing a donut and noted soreness in his throat. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with same symptoms and complaints. Patient also states he had some increased lower back pain when he went into the attic. Pain is manageable however he is having some difficulty with "mentation" reduction. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient presented with the same symptoms and complaints. Patient admits to taking 1-2 extra methadone tablets usually around 2 or 3 am. He states the pain awakens him and states he had two episodes of diarrhea after he took an additional capsule of lyrica this past month. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2008: patient reported with diarrhea complaints with lyrica as well as the same symptoms and complaints of past visits. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient presented with the same symptoms and complaints and reports continued abdominal pain and rumbling. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: pain has reported pain is manageable on the regimen established. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up as well as ordered to have CT scan or MRI of the lower back. On (B)(6) 2009: patient reported having to go to the county clinic for chronic vomiting and low back pain was noted. Patient reported: fatigue, chest pain, dyspnea, dizziness, paresthesias and weakness, anxiety and depression as well as normal findings. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient reports he has had increased ¿s1¿ pain and increased his methadone. Low back pain and thoracic pain also noted. Exam found extremely dry skin and rash and easy bruising as well as all previous findings in previous visit. Patient was found to have bulging varicosities. Assessment was low back pain, pain in thoracic spine, hip pain, gerd, muscle spasms. Patient was scheduled for follow up. On (B)(6) 2009: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient presented for x-ray of thoracic spine. Impression that there was no evidence of a compression fracture. There was mild degenerative disc disease in the thoracic spine. X-ray of the pelvis was also taken. Impression was mild degenerative disc disease in the right hip and posterior lumbar fusion in the lumbosacral region. On (B)(6) 2009: patient presented with copies of his x-rays of his thoracic spine and pelvis. Patient states pain is not adequately managed on 90 mg of methadone daily. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient presented with worsening thoracic pain. Patient states he has been taking more medication when his sciatica flares up. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient presented with pain in thoracic spine. Patient underwent MRI of the thoracic spine. Impression was there was no evidence of compression of the thoracic spinal cord. On (B)(6) 2009: patient presented with the same symptoms and complaints. Patient states he has been sleeping in his truck for 7 weeks. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient reports symptoms of depression and has tried anti-depressants in the past. The patient is currently homeless and does go through the county clinic for general medical treatment. Examination and assessment were the same other than reactive depression. Usual medications were refilled and pristiq was prescribed. On (B)(6) 2009: patient presented with complaints of nausea, vomiting, and diarrhea. Patient noticed black stools and black colored emesis but states he had been taking pepto bismol for the diarrhea and abdominal pain. Exam and assessment remain the same. It was noted patient continued to lose weight. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient has been seen by an orthopedic surgeon and will undergo epidural steroid injections. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2009: patient states that he was diagnosed with major depression severe without psychotic features. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2010: patient presented with the same symptoms and complaints. Examination and assessment was unchanged, however, mild epigastric tenderness was noted. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2010: patient stated he had an MRI of the lumbar spine in (B)(6) 2009. Patient states there are degenerative changes above his fusion. Patient states he is having a lot of muscle spasms in his lower back and also states pain in his left shoulder. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2010: patient states he was seen in the ER with headaches and was given a prescription to lortab. Patient also reports undergoing a CT scan of the brain which was negative for an acute process. Patient states he is having improvement in his pain. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2010: patient states he is feeling much better and has not had any upset stomach problems since restarting lyrica. Exam and assessment were unchanged other than it was noted that patient has unspecified drug dependence. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2010: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2010: patient presented with same symptoms and complaints and also reports he is now completely off methadone. Examination and assessments are the same other than chronic insomnia and fibromyalgia. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2010: patient presented with the same symptoms and complaints. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. MRI¿s and several other lab tests were ordered. On (B)(6) 2010: patient states that his medications are not offering any lasting relief. Patient presents with low back, thoracic, and hip pain. Patient is assessed to have: low back pain; pain in thoracic spine; hip pain; muscle spasm; depression with anxiety; limb pain; sciatica; reactive depression; chronic insomnia. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2010: patient presented with disk degeneration and worsening low back pain. Patient underwent MRI lumbar spine with and without contrast. MRI¿s were compared with x-rays of the lumbar spine on (B)(6) 2005. MRI impression was: status post l5-s1 fusion and laminectomy, scar tissue encases the right s1 nerve root sleeve; and additional degenerative changes described above without significant encroachment on central canal or neural foramen. On (B)(6) 2010: patient presented with low back and thoracic pain. MRI¿s of the lumbar spine showed status post l5-s1 fusion and laminectomy. It was noted that scar tissue encases the right s1 nerve root sleeve. MRI of thoracic spine found no extradural defect or acute pathology noted. Patient underwent a lumbar epidural under the guidance of fluoroscopy. No complications were reported and patient will return for another lumbar epidural injection in 2 weeks. Patient assessment was low back pain, limb pain, sciatica, degeneration of lumbar disc, postlaminectomy syndrome, lumbar region, muscle spasm, pain in thoracic spine, and hip pain. On (B)(6) 2010: patient stated he was admitted to hospital for approx 3 days for anxiety. He stated that the lumbar epidural steroid injection also helped out but he did exhibit some post-injection pain for several days after. Patient reported low back and thoracic pain. Examination and assessment was unchanged. Medications were refilled and patient was scheduled for follow up. MRI¿s and several other lab tests were ordered. On (B)(6) 2010: patient presented for second epidural steroid injection. Patient reported low back and thoracic back pain. Patient underwent lumbar epidural under the guidance of fluoroscopy. No complications were reported and patient will return for another lumbar epidural injection in 2 weeks. On (B)(6) 2010: patient presented with low back and thoracic spine pain. Patient underwent a lumbar epidural under the guidance of fluoroscopy. No complications were reported and patient was discharged home. On (B)(6) 2010: patient reports the last lumbar epidural steroid injection did offer him lasting relief and he¿s been sleeping better with cyclobenzaprine at night. The pain has been more manageable since increasing hi ms contin. Assessment was: low back pain; pain in thoracic spine; hip pain; muscle spasm; post-laminectomy syndrome, lumbar region; limb pain; sciatica; and degeneration of lumbar disc. On (B)(6) 2010: patient reports he has taken additional dosages of 'hisms contin.' Patient reports low back and thoracic spine pain. Examination and assessment are unchanged. Medications were refilled and patient was scheduled for follow up. On (B)(6) 2012: patient presented with sciatica, borderline diabetes, very low testosterone levels, and gerd disease. On (B)(6) 2012: patient presented with a reaction to cymbalta and insomnia. Patient reported tingling all over his body and his face got hot. Patient became anxious, and had a bad mental state for 5-6 hours. On (B)(6) 2012: patient presented for checkup of back pain, thoracic and lumbar. Patient underwent a right sacroiliac joint injection. No complications were reported. On (B)(6) 2012: patient presented for two week checkup of back pain, thoracic and lumbar. On (B)(6) 2012: patient presented for checkup and medications check. On (B)(6) 2013: patient presented with chronic pain and refill of all medications. On (B)(6) 2013: patient presented to dermatologist with cyst on left cheek and lesion on nose. On (B)(6) 2013: patient presented for medication refill and complaints of chronic pain. On (B)(6) 2013: patient presented with chronic pain and medical check of previous symptoms. On (B)(6) 2013: patient presented for medical check and with complaints of anxiety.